Event description:
(B)(4). This procedure was covered by my insurance. I had it placed in (B)(6) and immediately following the procedure, I felt pain and discomfort. I remember going back to a followup visit complaining of my bad body aches, headaches and itch. I was told by my obgyn that the symptoms I had were un related. I went to see my gp and she had never heard of essure and did various test, lime, ms and finally diagnosed me with fibromyalgia. I deal with heavy bleeding , headaches, joint pain, tiredness, bloating, everyday. I am on savella and the medicine is not helping treat my symptoms. I am in constant pain everyday.